Manufacturer narrative:
Updated the reporting institution name.

Event description:
This report is based on information provided by the remote service engineer rse, product support engineer, and service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the menu button panel is not responding when pushed found during bench. As the issue was discovered while at a bench repair facility, there was no patient involvement at the time of the event. No patient or user health consequences or impact occurred.